Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate therapy. The right ventricular (rv) lead triggerd a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and noise. The rv lead remains in use. It was also noted that right atrial (ra) lead exhibited increased threshold since the last interrogation. The ra lead remains in use. No further patient complications have been reported as a result of this event.